Event description:
At the conclusion on the surgical case, while attempting to adjust operating table height in order to transfer the pt to the stretcher, the remote button for height was pushed and upon releasing it, the table immediately went into a full trendelenburg position. Repeated attempts to level the table always resulted with the table ending in trendelenberg. The pt was transferred to the stretcher with the table in the full trendelenburg position. There was no pt injury.